Event description:
During follow-up, a loss of capture and low sensing resulting in undersensing were observed on the right atrial (ra) lead. The physician suspected ra lead dislodgement. The event was resolved by reprogramming the device from ddd to vvi. The patient was in stable condition.